Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the v60 cart was not moving correctly and needed to be removed from service. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) has provided feedback regarding the quality of the v60 casters, and the high failure rate of the latch and spring associated with the caster--the v60 cart was not moving correctly and needed to be removed from service. The bme ordered and replaced the casters. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called to state that the carts were several years old. The white tab under the brake lever keeps braking while pushing the cart down the hall. The plastic is not durable. The investigation is still ongoing.

Manufacturer narrative:
Per phone conversation with the bme, the bme initially called to report a general issue with the caster build quality--the main issue was with the 7 roll stand carts at the hospital and the casters continuously falling off; there were no issues with the v60 ventilator. The bme had to purchase a wrench to perform the repairs, and once the bme replaced the casters, the bme did not experience any further problems. The defective casters have been returned. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.